Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reported their adc meter does not turn on when the button is pressed or when the test strip is inserted. The customer experienced symptoms of hyperglycemia such as extreme thirst and blurred vision, and since she was not able to use her meter she called 911. The paramedics inserted an IV and transported her to the hospital's emergency room. At the hospital, she had severe high blood sugar and was administered insulin and they monitored her until the next morning. There was no report of death or permanent impairment associated with this case.